Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient called the clinic after the lead integrity alert was tripped and the alarm was emitted. The patient had non-sustained tachycardia episodes and is in atrial fibrillation. The device experienced oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No impedance anomalies were noted. Lead impedance trends steady. Interference/noise was noted. Lifetime ventricular sensing integrity counter is 374 and 340 of these counts occurred over previous three days. A high value of this count can indicate a possible intermittency in the system. It was also noted that the lead integrity alert triggered. Lia was installed and would appear to have triggered (B)(6) 2010.